Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on radius assessed as fold flaw opening. Cyst: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Seroma-late : unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. Crease fold observed. Wear abrasion observed. Dark ring observed. No further actions are required as the device was implanted.

Event description:
Later healthcare professional reported "right breast upper outer side cyst", "seroma between capsule and device".